Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part:07.702.016s, lot:3m53660, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 01 dec 2023, expiration date: 01 dec 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the patient status/outcome was stable and no other medical intervention was required.

Event description:
It was reported that on september 3, 2024, during a percutaneous vertebroplasty for vertebral fracture, the surgeon followed the procedure to ensure safety, created a pathway for the vertebral body, and placed the vbs balloon. The cement of kit in question was then prepared and mixed, but the movement became slow in the middle of mixing. Although it felt stuck, the handle of kit would not turn and became stuck when attempting to fill the syringe kit. After several attempts, the handle would not move and the cement of the kit in question would harden over time, so a new cement kit and syringe kit were opened. The surgery was completed successfully without any surgical delay. It was thought that the powder may have gotten around in the agitator when preparing the cement in question. The patient was reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.